Manufacturer narrative:
The pod was received not deployed but deployed during opening of the pod. Download data shows that the pod completed both priming sequences with an expected number of pulses in each and no timeouts or drive stalls. No damages or defects were found with the pod that would cause the needle mechanism to not deploy until the pod was opened. The needle mechanism failure can be confirmed however the exact cause of the failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.